Event description:
It was reported the patient's limbs would shake after the stimulator had been on awhile. There was no known accident or incident related to this complaint. The patient was at home at the time of the report; the patient status was undetermined. X-ray indicated the lead had moved slightly, but the physician didn't think this was the cause of the shaking. The patient was scheduled to meet with the manufacture representative but due to miscommunication the appointment did not occur. Additional information has been requested from the hcp, but was not available as of the date of this report.